Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 75 mg/dl on aviva meter and 500 mg/dl on doctor's meter. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.